Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a patient's treatment involving epithelium removal through phototherapeutic keratectomy followed by a topography-guided procedure, the system initially functioned as expected. However, upon initiating the topography-guided treatment, the system displayed a high voltage error in an unknown eye and subsequently froze during the gas exchange process while purging the premix line. In response, the system was shut down using the emergency stop button. Upon restarting, the initialization checks indicated insufficient pressure in the laser head, leading to the cancellation of the procedure. Additional information provided that treatment was partly done. Epithelium was removed with the phototherapeutic keratectomy treatment, but the laser stopped before the topography guided treatment was started. Epithelium grows back and normalizes after six months, retreatment (if needed) is planned earliest next year. Patients need to wait till the epithelium has regrown completely for one -six months.

Event description:
Based on the information received after the submission of the initial report, it is confirmed that an energy issue occurred before laser ablation, with no harm caused to a patient. The event energy issue occurred before laser ablation is not considered a reportable malfunction, and it is unlikely that a recurrence would result in serious injury.

Manufacturer narrative:
Additional information provided in b.2., b.5., d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was successfully verified prior and after the day of event. Logfiles have been requested but have not arrived. The replaced part is expected to be returned to device for evaluation but has not been returned. More information about the reported issue was requested but not received. Not enough information was provided to perform an investigation about the reported issue. There is no patient harm, as the reported issue occurred before surgery. Most recent onsite visit from field service engineer was performed and signed service installation record. System meets specification as per service installation record. During onsite visit the reported event could be confirmed and reproduced by the responsible field service engineer. The field service engineer performed preventive maintenance and replaced the gas bottle as the argon fluoride gas was below twenty bar, filters and optics. Field service engineer performed system verification as per service installation record. Without the replaced parts no root cause analysis is possible. Root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).